Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There were no defects found on investigation.

Event description:
On (B)(6) 2012, it was reported that the patient experienced blood glucose (bg) of 300mg/dl with ketones and nausea on at least one occasion. The patient reported that bg was about 300mg/dl during the previous two to three days. The patient reviewed the pump and supplies with customer technical support (cts). The patient reported that she delivered correction boluses, changed the infusion set twice daily, and observed no site issue, insulin leakage, bent cannulas, or air in the cartridges. The patient noted that she used two different vials of insulin. There was no reported change in level of activity and no illness. The patient revealed that she calculates boluses manually instead of using the advanced features of the pump. The prime history revealed an inadequate and fixed amount of prime with each infusion set change. The delivery and alarm histories appear to be correct according to the patient. Cts instructed the patient to use a backup plan for insulin delivery until a replacement pump arrived. This complaint is being reported based on the following conclusion: the patient's inadequate prime may have been a contributor to the serious injury reflected in this report. In addition, the potential of undetected pump issues has not been fully resolved.